Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A system error 322 was confirmed and reproduced during the eval. The alarm was caused by adhesive hindering the function of the upper latch switch and an out of specification gap found at the lower latch switch. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.